Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine check. Upon interrogation, the atrial lead exhibited loss of sensing. Chest x-ray revealed that the lead was dislodged. No intervention was performed; the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.